Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was predilated with an unknown balloon catheter. The 100% stenosed lesion was located in the severely tortuous and calcified, right coronary artery (rca). A 2.5x33mm non bsc stent was placed in the distal rca. A taxus express2 3.0x32mm drug eluting stent was implanted in the mid to distal rca. The physician then attempted to place a taxus express2 3.5x32mm drug eluting stent to the proximal to mid rca, but under fluoroscopy the physician noted the stent was too short. Upon removal of the device the stent dislodged in the distal portion of the proximal rca. An unknown type size balloon was inserted, the stent was dilated and the lesion was treated successfully. No further patient injuries or complications were reported. Patient status post procedure is noted as good.